Event description:
Complaint received as follows: "catheter in the mail, which one is because the air in the air bag cannot be discharged".

Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. If forcibly removed with the balloon still fully inflated, there is a risk of serious injury to the soft tissues of the urethra. An analysis on the returned sample provided was tested and did not perform to our requirement. Related personnel will be informed and appropriate corrective action will be taken to prevent future occurrences of similar type of defect. Reported to FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.